Event description:
It was reported that simultaneous noise events had been observed on the atrial and right ventricular channels of the pulse generator of an asymptomatic patient. No programming changes were made as the cause was thought to be external electromagnetic interference. Patient monitoring reported no new instances of noise and that the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.